Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat6 aspiration catheter (cat6). During the procedure, the physician felt resistance while attempting to advance the cat6 through a non-penumbra sheath. Consequently, the distal tip of the cat6 became kinked and, therefore, the cat6 and access sheath were removed. The procedure was completed using a new cat6 with a new access sheath. There was no report of an adverse effect to the patient.